Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) has the plug stuck in the in the tamper straw at deployment. The plug is expanding and getting caught in the straw splitting the plastic straw and leaving the plug behind. There was no reported patient injury. The devices are being stored in a cool, dry place out of direct light in all the labs and storage areas. Additional information was requested but not available. The device is available for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) has the plug stuck in the tamper straw at deployment. The plug is expanding and getting caught in the straw splitting the plastic straw and leaving the plug behind. There was no reported patient injury. The devices are being stored in a cool, dry place out of direct light in all the labs and storage areas. A non-sterile ¿mynxgrip¿ vascular closure device 5f¿ was returned for product investigation. Visual inspection of the returned device showed that the shuttle was engaged with the black handle and the stopcock was in the closed position. The catheter was inserted into an unknown non-cordis procedural sheath. The sealant sleeve was located in the proximal area, and the slit was present. The sealant was deployed and not returned for analysis. The advancer tube was located on the edge of the balloon. The syringe was connected to the luer hub. No other significant details were observed. Functional analysis was not performed on the non-sterile unit as indicated in the instructions for use (IFU) due to the sealant being deployed. However, the advancer tube was fully deployed with no anomalies observed. The reported event of ¿sealant-sealant stuck to device components¿ was not confirmed through analysis of the returned device since there were no traces of the sealant noted on the device. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant sticking to the device during deployment, especially since there were no traces of the sealant on the returned device. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which can cause issues during deployment. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.